Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor; cause was unknown. Customer required assistance from store employee to treat bg level via consumption of carbohydrates. Additionally, it was reported that the customer was not correctly performing the proper air removal process resulting in air within the cartridge tubing. The customer received additional pump training to address the issue. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.